Event description:
Event description cpi received information that this implantable pulse generator (ipg) couldn't be interrogated during a routine follow-up. Interrogation was attempted with several different programmers and wands, with no success. The physician elected to explant the ipg. Interrogation was attempted again after explant, with no success.